Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6)2011.

Event description:
It was reported that the patient experienced an arrhythmia and heart block. A device check found that the right ventricular (rv) lead had high thresholds and intermittent capture at the maximum outputs. It was noted that there was a sudden threshold increase a few weeks before in both thresholds and impedance. Additionally, the lead was oversensing noise which caused pacing inhibition. A lead fracture was suspected but could not be confirmed by x-ray; however, the x-ray did show a possible kink in the area of the lead wrap. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.